Manufacturer narrative:
The device being reported is specifically marketed for veterinary use. Therefore, it does not have an FDA product code nor 510(k)#. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿gel-like¿ was found inside a bd veterinary luer-lok¿ syringe with needle before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch 7268793 (p/n (B)(4): manufacturing dates: 10/17/2017 to 10/18/2017. Batch quantity was 755,700. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7268793 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The description appears to describe silicone presence in the syringe. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. CAPA is not required as no defects were confirmed.